Event description:
It was reported that a user paused the ilet and delayed a meal announcement due to concern about receiving too much insulin after consuming approximately 30 g of carbohydrates, with blood glucose measured at 80 mg/dl at meal start and trending to 100 mg/dl and rising after the meal. No symptoms were reported despite concern about potential hypoglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education by support staff regarding appropriate meal announcements and the risk of overcorrection when withholding announcements. Investigation of this case revealed normal device function with user-initiated pause and missed or delayed meal announcement as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed meal announcement and pausing insulin delivery.